Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial#(B)(6); sigsbchgr, sig power sigsbchgr one -bay charger, (serial#(B)(6); sigmret, sig power sigmret manual retract tool, (lot #c1f7401x); unk-sigadapt, unknown signia egia adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric surgery, when the powered stapler was activated to turn to the left, it activated on its own to the right side. The device was replaced with a new one. There was no patient injury.